Event description:
Account reported experiencing overcorrections. The patient presented one month post treatment with overcorrection of 0.75 diopters in right eye and 0.50 diopters in left eye. The patient also presented at 2 weeks post treatment with micro striae in his right eye and the flap was refloated.

Manufacturer narrative:
Manufacturing date not available at the time of this report. (B)(4). Field service visited the account after the event and performed a system checkout. The excimer system required adjustment. The design system was also checked and found that test eye b was reading higher on the sphere reading. Checked test eye a and found that the readings where within specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.